Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Pump received with cracked case battery tube and cracked case corner of belt clips rails (B)(4).

Event description:
The customer reported via phone call that the right side of the insulin pump was cracked. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the screen had moisture inside. The insulin pump will be returned for analysis.